Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to a hemorrhagic stroke, confirmed through a computed tomography. There were no changes to the patients anticoagulation status that would have contributed to the stroke. The patient had right hemiparesis, aphasia, and right facial droop and was treated with 1 unit of platelets and 2 units of fresh frozen plasma. The patient's condition worsened and mental status deteriorated. The decision was made to transition patient to comfort measures only. The pump was not explanted. The death was not device related and the device operated as expected.